Manufacturer narrative:
Visual inspection found a portion of the polyimide sleeve appears to have been torn off. The cause of the damage is unknown.

Event description:
A piece of the 25 gauge cannula broke off and fell into the eye during surgery. The case was delayed and the pt developed a choroidal hemorrhage. The condition of the pt is unknown at this time.